Event description:
It was reported that the right ventricular (rv) lead was intermittently undersensing and oversensing noise after an arrhythmia, and the arrhythmia continued following false device-classified termination of the arrhythmia. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.